Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure. A field service engineer replaced retractor band and reseated row board cable. The system functioned as intended as the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system auxiliary drawer 6-pocket a1 failed cubie with read, write or invalid cubie memory. The customer stated that there was a delay in accessing the medication. There were no adverse events or injuries reported based on this incident.